Event description:
It was reported by the rep the device was used during a continent urinary diversion koch pouch. It was reported that prior to the first firing of the tx60g, the surgeon and his attendant, removed the cartridge and removed the tissue retaining pin and the distal tab that keeps it in place. The device was fired on the bowel. The device was reloaded four add'l times, after the tissue retaining pin and distal tab, were removed in the same manner on each reload. Upon completion of the fifth firing, upon inspection, the surgeon noted none of the staples had formed and the staples appeared to be open. An add'l 2 hrs of or time was needed to remove all loose staples and re-anastomose the incision line. The case was completed by hand suturing. The rn reported to the rep, in the past with the ussc device, the surgeons would do this (removing of tissue retaining pin) all the time and it would work fine. The surgeon stated to the rep he knew what was done was not right. He was used to dealing with autosuture and thought it would work in the same way.